Event description:
The pathology department of the (B)(6) medical center requested to turn off and interrogate the ICD associated to the subject lead. They reported that the patient was found unresponsive on (B)(6) and interrogation of the ICD showed several ICD therapies on this date. The associated ICD and leads had been extracted from the patient.

Event description:
The pathology department of the (B)(6) requested to turn off and interrogate the ICD associated to the subject lead. They reported that the patient was found unresponsive on (B)(6) and interrogation of the ICD showed several ICD therapies on this date. The associated ICD and leads had been extracted from the patient.